Event description:
Additional information reported that health care provider did not have an idea about the report of ¿blew out¿ her implantable neurostimulator (ins) and stated that patient was last seen in (B)(6) 2016 where that battery was replaced at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she ¿blew out¿ her implantable neurostimulator (ins). She did not know if it was due to regular battery life, but maybe. She remembered falling off a chair onto a cement floor and a truck accident in 2014. She was not sure if she ¿bent¿ her ins. She mentioned having bad short term memory. The ins was replaced. The patient¿s indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.